Manufacturer narrative:
Tw#: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the vasoview hemopro 2, the c-ring was intact as a whole. It had come loose from the medal side of the shaft. The irrigation port was still attached to the c-ring. They were retrieving the vein after doing a stab and grab. They were able to get all of the broken c-ring out of the leg. The procedure was completed with the same device. A slight delay to retrieve the vein but not didn't affect surgical outcome per harvester. The only patient given by the harvester was it was a male patient. No more information was given due to hippa. They stated no injury or harm to patient.

Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on (B)(6) 2025. An investigation was conducted on (B)(6) 2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula handle. The c-ring was observed to be intact. The plastic arm of the c-ring was observed to be intact. The metal arm of the c-ring was observed to be detached from the base of the c-ring. No other visual defects were observed on the cannula or c-ring. Based on the returned condition of the device as well as the evaluation results, the reported failure "break- c-ring rod" was confirmed, a manufacturing engineering evaluation was conducted. ¿ the complaint was confirmed for the failure mode "break-c-ring". A visual evaluation was performed. The device showed signs of heavy clinical use. Upon further observation, it was noted that the c-ring wire (rm2042337) had completely detached from the c-ring molded nozzle. There was no visible damage to the c-ring molded nozzle (rm2047671). There was no visible damage to the c-ring wire. Out of tolerance consideration: adhesive is applied to the c-ring molded nozzle hole, the c-ring main wire is subsequently placed in the c-ring hole and cured per work instruction (c-ring bonding, tube with rib). The shop floor paperwork for the evh cannula subassembly batches 3000482543 and 300082140 was reviewed to identify the equipment used at the c-ring bonding station. Subsequently, an oot query was performed for the date range from (B)(6) 2023 to (B)(6) 2025. An analysis was performed, which confirmed that no equipment used in the c-ring bonding process was out of tolerance. Based on the manufacturing engineering evaluation results, the reported failure "break- c-ring rod" was confirmed. The lot # 3000483743 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.